Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ureteric injury ('I had to have a foley catheter for 1 month and a tube to drain my left kidney because my ureter was damaged.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ureteric injury (seriousness criteria medically significant and intervention required), inflammation ("insides were inflamed") and bladder disorder ("my bladder was paper thin"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the ureteric injury, inflammation and bladder disorder outcome was unknown. The reporter considered bladder disorder, inflammation and ureteric injury to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : ureteric injury, inflammation, bladder disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.